Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, it was found that the catheter connector was detached from the catheter. The device was removed and another new catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The returned segment included the catheter shaft, which exhibited a complete break distal of the molded joint. The proximal segment, including the molded joint and extension tubes was not returned for evaluation. The break site appeared irregular. Microscopic inspection of the break revealed a dully granular fracture surface. Permanent deformation was observed at the break site. Tactile inspection of the sample revealed severe tensile weakness, necking and discoloration in the vicinity of the break. The break features, tensile weakness, necking and discoloration were consistent with material failure due to pulling stress. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, it was found that the catheter connector was detached from the catheter. The device was removed and another new catheter was replaced. There was no reported patient injury.